Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer advised verifying that the marking on the base of the endoscope aligned with the 30 up or down arrow and that the same setting was selected on the system before installing the scope. After verifying the settings, the issue was resolved. No site visit was conducted.

Event description:
It was reported that the camera view was flipping from 30 degrees up to down on its own. Before contacting technical support, the customer had power cycled the system. The technical support engineer advised verifying that the marking on the base of the endoscope aligned with the 30 up or down arrow and that the same setting was selected on the system before installing the scope. After verifying the settings, the issue was resolved. The technical support engineer advised trying a new endoscope if the issue persisted and to report back to technical support. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the endoscope and endoscope¿s adapter/base still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The vision issue did not result in patient injury. The procedure was completed robotically. There was no delay in the procedure. The endoscope is not available for return.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. It can be resolved by verifying the marking on the base of the endoscope aligns with the 30 up or down arrow, and ensuring the correct setting is selected on the system prior to installing the endoscope.